Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) ventricular pacing induced an episode of ventricular tachycardia (vt), which the device treated until therapy exhaustion. No additional adverse patient effects were reported. This device remains in service.